Event description:
Coiling treatment of the left side internal carotid artery aneurysm. It was reported that the coil was partially deployed into the aneurysm and pushed out of the microcatheter from the aneurysm. The coil was then pulled back into the microcatheter and prematurely detached from the push wire. Since the coil was partially deployed, it pulled out one of the previously implanted coils inside the aneurysm. The physician was able to use a snare to retrieve the coil. The procedure was successfully continued with additional coils. No patient injury reported.

Manufacturer narrative:
The device has been evaluated, and it was confirmed that the implant coil had been broken from the pushwire.